Manufacturer narrative:
This device used for treatment and not diagnosis. Dzi, erl, hbe: additional codes (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder

Manufacturer narrative:
Additional information: manufactured in 2006. The part was returned and inspected. During the inspection the technician found the coupling tool was seized and rough running. The noted observations are due to normal wear. Device repaired and returned to customer. The item has not previously been in for service. Therefore no service history review can be performed. Information relevant to the current complained issue is not found.

Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: the electric pen drive has no power when attachments are inserted to the device. Sent in for evaluation and repair. This happened during the operation. They proceeded without the device. Patient not affected. This is 1 of 1 report for complaint (B)(4).